Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a viscoelastic syringe exhibited an unusual foreign matter during surgery. Usage of the device was stopped upon detection and an alternate device was obtained in order to complete the procedure with no patient impact. Additional information has been requested.

Manufacturer narrative:
The type of device was previously reported as a knife, but is now corrected to reflect a cannula. No similar complaints have been received so far for this lot. Batch record filling was checked and a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. The assembly is performed in a cleanroom and during assembly, the operators wear protective clothing and hair caps. No remarks were noted with regard to the assembly and blistering process controls. After blistering a 100% visual inspection of the blisters is performed. The syringe barrel suppliers perform quality measures of each product before it is released to include: washing, drying, lubricating, assembly of the syringe barrels and tip caps. Packaging of the syringe and tip cap assemblies are performed under appropriate clean conditions. No dust generating materials shall be allowed in the manufacturing area. The equipment and production environment are regularly cleaned in order to accumulated dust at all times during manufacturing. As complaint sample, one carton and almost empty viscoelastic syringe were received. Under the label which is attached on the syringe barrel, foreign material is noticeable. It concerns a cosmetic defect: and no contact between the foreign material and the content of the barrel is possible. Visual inspection of a retained sample was performed for foreign matter under the label, but no defects were noted. A potential root cause of this complaint could be manufacturing process related in that it cannot be excluded that the foreign material may come from the production line during application of the label on the barrel. However a 100% visual inspection process of all filled syringes is performed to remove syringes with foreign material. Another potential source could be supplier component related in that the foreign material could be initially present on the label roller. No dust generating materials shall be allowed in the manufacturing area. The equipment and production environment are regularly cleaned in order to accumulated dust at all times during manufacturing. We forwarded the complaint and sample to the supplier for further investigation. Further follow up will be performed through the quality remark. Based on the complaint information and the investigation results, it can be concluded that the disposition of the product remains unchanged. The operators will be retrained on the occurrence of this complaint and on the clothing procedure. (B)(4).